Event description:
Customer reported bag-to-vent switch lever became loose. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare received the btv switch for investigation. The switch was investigated, and it was noted that the groove pin would move in the bag-to-vent switch shaft after a period of toggling the switch. Further investigation revealed that the bag-to-vent switch shaft was out of spec. This is considered to be an isolated occurrence.